Manufacturer narrative:
It was reported that a patient walkers' frames broke and allegedly a surgical fixation screw within the patient's ankle became loose. The device has not been returned to djo. If the device is returned, the investigation will be submitted with a supplemental filing.

Event description:
It was reported that a patient walkers' frames broke and allegedly a surgical fixation screw within the patient's ankle became loose.